Event description:
During pt treatment, users reported that the "entire vent powered down without any alarms" and the ventilator could not be restarted. The pt was switched to another 3100a without compromise.